Event description:
During a pump evaluation, a baxter field service technician found a colleague device had failure code (fc) 810:11 in its event history. According to service, the device had been infusing for thirty-two (32) minutes when the failure occurred. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation in the pump's event history but not duplicated. A root cause was not identified. No further testing or repairs were made as this is a baxter owned device and has been removed from service.